Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. It is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Overall appearance of the device presents wear and scratches on the entire surface. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Details as follows: date of surgery: (B)(6) 2021. Surgeon: mr (B)(6). Patient age: (B)(6). Patient dob: (B)(6) patient weight: (B)(6). Patient activity level: active young adult. Explanted devices: size 7 tibia ref 150610007, lot 8617449. Size 8 left cr femoral component ref 1504-00-108, lot dhudh3. Size 8, cr rp ref 5mm ref 1516-30-805, lot 7907632. This primary has been revised today due to: tibial subsidence and pain, with synovitis. Intra-operatively found: suspected wear of the poly insert cement debris embedded in poly patella, and embedded in posterior surface of poly rp poly insert posterior side evidence of third body wear. Revision attune knee implants used: ref 1506-60-007, size 7 rp revision tibia, lot 9597965. Ref 1511-11-102, 37mm partially coated tibial sleeve lot jg4390. Ref 1504-40-108, size 8 left crs femoral component lot j53x91. Ref 1513-12-110, 12mm x 110mm stem (on tibia) lot j5872h. Ref 1513-14-110, 14mm x 110mm stem (on femur) lot jc3555. Ref 1517-10-808, size 8, 8mm aox rp crs insert lot 9397810.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.